Manufacturer narrative:
The user facility submitted medwatch(B)(4). For this event. MFR site: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked below the drip chamber. This issue was identified during taxol infusion. The infusion was immediately discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.